Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Surgeon said the femoral component was deeper then normal and he has to trim a lot more then normal. Wasn't happy at all. Said at least 5mm deeper all the way around the femur.

Manufacturer narrative:
Reported event: an event regarding femur implant being too deep involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 211 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding femur implant too deep. There were only 2 other reported events ((B)(4)). Conclusion: the session, vplog, and crisis logs from the case were reviewed. An analysis of robot reports, warnings & errors, rio registration, bone registration, probe check, array motion, and number of end effectors used was completed. Based on this analysis, a base array velocity trap and failed tool checkpoint were found. The failed tool checkpoint indicates array movement from its registered position while the velocity trap indicates a possible array bump. The data at this time shows the mako operated as expected. No system defect or malfunction is suspect.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Surgeon said the femoral component was deeper then normal and he has to trim a lot more then normal. Wasn't happy at all. Said at least 5mm deeper all the way around the femur.